Event description:
It was reported that the superior part of the grasper broke off while removing the meniscus. The piece was not retrieved at the time of the break. The surgeon experiened a 1-hour delay and a back up grasper was used to complete the original surgery. A second surgery was performed on 01/2005 to remove the broken piece.